Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a venous closure of three puncture sights in the left common femoral vein using three proglide devices after a supraventricular tachycardia (svt) ablation procedure using a 7f sheath. Reportedly, after the procedure, the three sheaths were removed with only three guide wires in place. The proximal and middle puncture sites were closed with two proglide devices. A proglide was being inserted into the distal puncture site; however, there was resistance loading the proglide over the guide wire. Eventually, the guide was removed. The device could not be advanced as far as the operator wanted into the vessel. The proglide was rewired and removed. There was a blue suture noted to be coming out below the guide wire exit port. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported difficult to insert and the product quality problem (irregular appearance) could not be confirmed. The failure to advance could not be confirmed as this is related to procedural circumstanced and cannot be replicated in a lab environment. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The reported difficulties and subsequent treatment appear to be related to the circumstances of the procedure. In this case, it is likely the device was caught or tangled with one of the other pre-close sutures, based on the reported,¿ there was a blue suture noted to be coming out below the guide wire exit port.¿ there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.h1 - type of reportable event updated from "adverse event" to: "adverse event/product problem".